Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Event description:
It was reported that the patient's catheter was occluded. Initially, it was stated that the patient had fallen. Over the next few days, she began experiencing withdrawal accompanied by pain and less than 50% therapy relief. At that time, her physician began giving her supplemental medications and attempted a dye study. The dye study was unsuccessful, so a catheter revision was performed a week later. At the time of report, the patient was "fine" and there had been no patient injury or adverse event. The drug used in this system was infumorph.